Event description:
Insertion of a bard 13.5 french round apherisis double lumen catheter with resultant perforation of the superior vena cava. Pt hemorrhaged into the right hemothorax. Exploratory thoracotomy with evacuation, control of bleeding and repair of cava.